Manufacturer narrative:
Device has been returned. Evaluation is in progress, a supplemental will be filed upon completion of evaluation.

Event description:
Edwards received information that the balloon of an intraclude device ruptured after placement, balloon leakage was noted after inflation and pressure was zero. During preparation of the device, no issues were detected. No patient injury reported.

Manufacturer narrative:
The device was returned to edwards for evaluation and the complaint condition was confirmed. Visual inspection of the returned device found a longitudinal rupture in the balloon. The ragged edges observed are indicative of the material yielding and deforming before rupture. Multiple factors can contribute to balloon burst, including overinflation, needle strike by the surgeon, impingement of the balloon by calcium build up on the aorta, or rough handling during preparation. However, based on the information received, a definitive root cause could not be ascertained. Manufacturing records were unable to be reviewed due to no lot number provided by the customer. The root cause of the balloon burst is not likely a design deficiency or a manufacturing non conformance. The instructions for use and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.